Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) received an scs system, including an ipg, on (B)(6) 2010. It was reported the ipg was explanted due to a loss of stimulation and unacceptable impedances. Intraoperative testing the implanted lead found acceptable impedances; the physician was unable to provide any stimulation for the patient via the implanted lead. The manufacturer, model and serial numbers were not provided; therefore, no report has been submitted for the patient's implanted lead. No patient complications were reported as a result of this event.